Event description:
Angiogram revealed four grafts anastomosed with aortic connectors (model and lot numbers unknown) are occluded at the anastomosis sites. It was reported the grafts utilized were "good size veins" and the bypass procedure was initially performed off-pump but was then converted to on-pump. The mammary artery was not used. The patient was taking aspirin and is refusing reoperation at this time. The connectors remain implanted.